Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient under minimally invasive surgery at l3-s1 due to lumbar degenerative disc disease. Intra-op, while removing the l5 extender, the surgeon had to use a cobb to pry it off the screw and the extender broke. No fragments of the device remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Visual examination identified one of the associated -04/-05 component head gripper is detached from the instrument, with the separated component bent and fractured at the corner of the notch. The above observations are consistent with bend stress overload. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.